Event description:
It was reported that during a gastric bypass procedure, the device locked out while firing. The patient was later brought back to surgery and reoperated due to a staple line leak.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Per the rep, she called the surgeon and he provided the following: the analysis results found that one (B)(4) device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.